Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the posterior aspect of the trial fractured off while trying to fit trial bearing into knee which was already prepared with femur and tibia trials. No adverse event reported during the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: additional: complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned part determined the returned tasp had nicks, gouges, and is fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.